Event description:
Customer reported via phone, she was having issues with the sensor not being released properly by the serter. Customer's blood glucose was 475 mg/dl at the time of the incident, treated with a bolus. Customer stated her blood glucose was high due to her currently taking steroids. Customer is returning he sensor for testing. The sensor lot number was hg0705h23.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection. Found the sensor needle bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.